Event description:
Customer reports to have been hospitalized and stored insulin pump without batteries. No information on hospitalization given. Customer requested assistance in setting up insulin pump. Customer lost battery cap and needed to call back. Customer received assistance in setting up insulin pump. Customer's blood glucose was 92 mg/dl. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.